Event description:
At 1 year and 9 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 may 2022. Lot 1910228: (B)(4) items manufactured and released on 05-may-2020. Expiration date: 2025-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 1907335. Batch review performed on 02 may 2022. Lot 1907335: (B)(4) items manufactured and released on 21-jan-2020. Expiration date: 2025-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event. Additional implant involved: liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot. 1910311. Batch review performed on 02 may 2022. Lot 1910311: (B)(4) items manufactured and released on 03-feb-2020. Expiration date: 2025-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event. Additional implant involved:stem: sms solid 01.36.044 sms solid stem std size 4 (k181693) lot. 182421. Batch review performed on 02 may 2022. Lot 182421: (B)(4) items manufactured and released on 30-may-2018. Expiration date: 2023-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Manufacturer narrative:
On 29 june 2022 medacta international become aware that: the surgeon removed the spacer and implanted permanent hardware: medacta head and sleeve, and competitor cup and liner.

Event description:
On 29 june 2022 medacta international become aware that: the surgeon removed the spacer and implanted permanent hardware: medacta head and sleeve, and competitor cup and liner.